Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a prostyle after a cardiac ablation procedure using a 10.5f sheath. Reportedly, when the plunger was removed, the suture was separated. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1: facility name- (B)(6) medicine, (B)(6) hospital, (B)(6) medicine. H6: medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.